Manufacturer narrative:
The field engineering specialist finding was identified as the root cause. A defect in the pinch valve tubing can cause discrepant low or high results. Scheduled preventative maintenance was performed shortly thereafter and the analyzer is working according to specifications.

Manufacturer narrative:
Evaluation summary was updated.

Event description:
The customer complained of one discrepant elecsys tsh assay result that was reported outside of the laboratory on (B)(6) 2017. The initial tsh result was result was 28.100 uiu/ml with a repeat result of 1.300 uiu/ml. The initial result was questioned after it was reported outside of the laboratory. The customer reported they believed there may have been a data flag present on the initial result, but he was not sure. Repeat testing was ordered on another analyzer. The repeat result was deemed to be correct and a corrected report had to be issued. There was no adverse event. The tsh reagent lot was 22637600 with an expiration date of (B)(6) 2017. The field engineering specialist found a sipper probe that was dripping. He replaced the pinch tubing. He performed precision check all which passed.